Event description:
The customer reported that the device would not recognize the therapy cable.

Manufacturer narrative:
The customer reported that the device would not recognize the therapy cable. A philips field service engineer evaluated the device and verified the reported symptom. A loose connection between the therapy pca and the therapy port was identified. Realignment of this connection resolved the issue. This is a malfunction related to an incompletely seated pads / paddles connector following recent upgrade implementation.